Manufacturer narrative:
Insulin pump received a compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm prime/fill anomaly due to compromised force sensor alarm. Pump received with cracked battery tube thread, broken reservoir tube lip, cracked reservoir tube, cracked case near display window corners, stained end cap sticker and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was no longer working and he can't exit fill tubing loop. Customer's blood glucose value was 6.1 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.